Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corp, that a solyx sis system was used during a mid-urethral sling placement procedure. According to the complainant, during the procedure, the physician placed the sling successfully in the pt. However, while the physician was tensioning the device, the sling tore. The tear was within the detanged section of the sling. The tear did not span the entire device and the sling mesh remained connected in one piece. The entire device was removed from the pt. The procedure was completed with another solyx sis system. There were no pt complications and the pt's condition at the conclusion of the procedure was reported to be "fine".